Manufacturer narrative:
H6: updated. The suspected pump was not returned for evaluation. The complaint could not be confirmed, and a root cause was unable to be determined.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump experienced progressively worsening downstream occlusion alarms since initial use. The alarms initially occurred during clinician bolus after epidural catheter placement and at times prevented bolus delivery unless the cassette was removed and reinserted; on two occasions, a new cassette was required. The issue became frequent over several months and was reported across multiple providers and patients. Alarms were later observed during priming, clinician bolus, and pcea bolus. During testing with a new cartridge, repeated downstream occlusion alarms occurred during priming; in one instance, the alarm did not clear after cassette replacement. Manipulating the cassette caused the alarm to clear and recur, but after full removal and reattachment, the issue could not be reproduced. Testing with a cadd cassette confirmed the alarm during priming, suggesting a potential pump, cassette, or interface issue. There was patient involvement and no reported patient harm.